Event description:
A report was received that the patient was experiencing slight burning and swelling at the lead site. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #:sc-2218-70, serial (B)(4), description:linear st lead, 70cm.